Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose reached 380 mg/dl while wearing the pod longer than 48 hours. The patient's cannula was found bent, while wearing it on the abdomen. For treatment, she gave an injection with a syringe and then also took insulin with the pod and then deactivated the pod. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were found in the soft cannula. The downloaded data returned an alarm indicating an occlusion occurred at the end of a bolus. Inspection of the device found no evidence that would contribute to an occlusion alarm. High sma wire resistance was measured, but the device was still able to function properly. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin correction to: lot number changed from unavailable to l44181. Sequence number changed from unavailable to 071067. Expiration date changed from unavailable to 3/4/2020. Model no changed from 14000 to 19191. Unique identifier (UDI) # changed from (B)(4). To (B)(4). Correction to concomitant medical products: (device available for eval: yes, date returned to mfg: 4/15/2019) the device had been received at the time of initial report. Correction to PMA/510(k) # changed from k122953 to k162296 . Correction to (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report. Correction to : device mfg date changed from unavailable to 9/4/2018.